Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: patient presented with pre-op diagnosis: spondylolisthesis, grade 2, l5-s1. Procedure: laminectomy l5-s1 with complete facetectomy l5-s1 (dual laminectomy). Bilateral lateral intertransverse fusion l5-s1 with tsrh instrumentation, local autograft, allograft, bone morphogenic protein and a bone marrow aspirate. Aspiration, bone marrow, left iliac crest. Procedure: two collagen soaked in bone morphogenic protein and rolled around a piece of bone graft allograft substitute. Additional autograft and allograft mixture was now added on top of this. No complications were reported. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.